Event description:
Reporter alleged blood glucose measured 116 mg/dl on the doctors' meter compared to a result of 375 mg/dl when tests were performed 10 minutes apart. Whether any actions were taken or any treatment info received by the customer was reportedly not provided. A request was made for the return of the suspect device and replacement product was sent.